Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device breakage ("fracturing of the implant") and device dislocation ("migration of implant") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure implant), surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2009. At the time of the report, the perforation, device breakage and device dislocation outcome was unknown. The reporter considered device breakage, device dislocation and perforation to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.